Event description:
It was reported that the air detector is sensitive and not working right. No patient involvement was reported.

Manufacturer narrative:
Device evaluation no product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review was not performed because the information provided by the customer did not indicate a problem with the initial manufacture or prior repair of the device. No root cause could be determined as the complaint could not be confirmed. Additional information the following information was unknown d5 operator of device and e4 initial reporter sent report to FDA.